Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call off no power anomaly on the insulin pump. Troubleshooting for the off no power anomaly was performed. Customer advised the device turned off and they replaced the battery. Customer was advised to replace the battery with a new battery and clean the battery cap. Customer was advised to monitor the device and call back if issues persist.